Event description:
The customer reported via phone call that she had a high blood glucose but not hospitalized. Customer's blood glucose was 300 mg/dl. The customer was treated with insulin. After the troubleshooting was done, the customer would like to replace the insulin pump. Customer was advised that the device would replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.